Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that it was necessary to replace the cable, even though the device is functioning 100%. During the surgery, the surgeon decided to replace the device after accidentally damaging the cable during the revision surgery.